Event description:
The customer reported that the device is still having problems, after it was repaired for power issues. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.